Event description:
Breast cancer was left undetected for at least six mos by mammography facility. Pt stated for the past few years she has been having a mammogram every six mos at the facility. The patient stated she has a family history of breast cancer of which her sister is deceased as a result of breast cancer. The patient also reported that she is currently being treated for ovarian cancer. The patient stated in early 2004, she attended the said mammography facility and she was told by her previous referring physician that she is to return for a 6 month follow-up. She stated sometime in 2004, she returned to the mammography facility and had a f/u mammogram and a ultrasound procedure performed on her breast. No biopsy was performed as a result of the late 2004 mammogram. The patient stated she had a negative biopsy performed in 2002 or early 2003. The patient stated her new referring physician told the patient that it appears the mammography facility misdiagnosed her last mammogram and there is evidence of a form of cancer in her late 2004 mammogram. Also as ordered by dr a biopsy was performed and it is found to be suggestive to be cancerous. The patient asks can FDA do something about the carelessness on the part of the mammography facility as result of the misdiagnosis of the mammogram and the ultrasound images of her breast. She also stated she is concerned that the mammography facility is careless on the handling of other mammography patients.